Event description:
Complainant alleged that the autopulse resuscitation system displayed a user advisory (ua) 20 (position out of range) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Device available for evaluation, has been updated to reflect the correct returned to manufacturer date. Instead of 03/11/2013, it should be 03/11/2014.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for preventative maintenance. Visual inspection of the returned platform shows no damage to the platform. During assessment of the platform, functional testing identified fault 20 (position out of range). The fault was cleared by rotating the driveshaft back to the "home" position. Upon resetting the driveshaft, the platform passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 03/11/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.